Manufacturer narrative:
The other additional mitraclip referenced is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported complaint. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated and the reported slda appears to be due to a combination of patient morphology/pathology (restricted posterior leaflet) and procedural conditions as the third clip interacted with the second implanted clip, causing the implanted clip to detach from the posterior leaflet. While, the device damaged by another in this complaint is related to procedural conditions and as stated above, due to the third clip interacting with the second clip, causing the second clip to detach from the posterior leaflet. However, a cause for the reported difficult to remove from the anatomy could not be determined. The reported poor image resolution was related to patient and procedural circumstances of suboptimal imaging resulting in difficulty visualizing the device. The reported tissue damage and foreign body in patient appear to be due to clip becoming caught in the chordae and therefore related to procedural circumstances. The reported patient effect of chordal rupture (tissue damage) and failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip was deployed on the chords and then detached from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was placed successfully. Although imaging was difficult, the second clip delivery system (cds) was advanced to the lateral side however it became caught in the chordae, causing a rupture and a flail of the anterior mitral leaflet (aml). The second clip was able to grasp some chordae and was deployed on both leaflets. A third cds was advanced medial however interacted with the second clip causing it to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment (slda)). The third clip was able to be deployed to stabilize the second clip, reducing mr to 1-2 however the gradient was noted to be 8mmhg. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.